Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the 2 hour warm up kept restarting with no initial calibration. No additional patient or event information is available. Data was provided for evaluation. Data review confirmed the reported event of no initial calibration due to signal loss during warm-up. A root cause could not be determined via data. Based on the findings of signal loss, this complaint is now reportable. The transmitter has been received for evaluation. An external visual inspection was performed and the transmitter passed. A voltage test was performed and the transmitter passed as it had voltage. Nordic bluetooth device pairing test was performed and the transmitter passed. Global transmitter final functional test was performed and the transmitter passed. The share log was reviewed and the transmitter failed as the logs showed a gap without initial calibration. The allegation could not be reproduced during the product investigation. The customer complaint of no initial calibration was confirmed. The root cause could not be determined.